Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a vns pt was noted to have had high lead impedance since (B)(6) 2007. The reporter was advised to disable the vns. Attempts for further info are in progress.